Event description:
A customer reported their 3d9-3v transducer had a slit on the lens and it was leaking oil. This probe is associated with the epiq elite ultrasound system. The issue was found outside of patient use, and there was no patient or user harm. The service engineer evaluated the transducer to confirm the reported problem, and information has been provided to replace the transducer to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed that determined damages to the lens face was a result of accidental user damage. There was no indication of non-conforming material and no indication of design anomaly requiring further action.